Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a deformed k-mount. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera bronchofibervideoscope biopsy channel was loose and angulations were reversed. The issue was found during reprocessing after the first use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the connecting tube and forceps elevator mount were loose. The loose connecting tube resulted in angulation directions being reversed. No defects in the biopsy channel were found. The bottom of the image did have a rainbow stain. This event is under investigation. A supplemental report will be submitted upon receiving additional information.